Event description:
The customer reported being hospitalized in a (B)(6) hospital due to low blood glucose of 30mg/dl. The customer requested assistance in changing the settings (B)(6). The customer was experiencing unexplained low glucose for a few days. The customer's recent glucose reading was 59mg/dl. The customer stated that he may over bolused by entering too many carbohydrates. Advised the customer to call us back for further assistance. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.